Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was found that serial numbers were being incorrectly entered into the mfg database when a sensor cable was produced. There have been no reported pt injury.